Manufacturer narrative:
Approximate age of device: 4 months. The pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient¿s pump was exchanged due to suspected pump thrombus. It was also reported that there was obvious thrombus in the explanted pump. Additional information regarding the event was requested, but none was provided.

Manufacturer narrative:
The report of suspected pump thrombus was confirmed based on the evaluation of (B)(4). Examination of the pump blood-contacting surfaces found a denatured ring of tissue-like thrombus adhered to the inlet bearing. The tissue showed laminated layering, indicating that the tissue formed over an undetermined period of time. The evaluation could not determined the cause of the thrombus formation. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended.

Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the intermacs registry indicating: questionable lvad related hemolysis with elevated bilirubin, ast & ldh; progressive renal insufficiency. Additional information was also provided: did patient experience a thrombus event (suspected or confirmed): yes. Thrombus event: signs or symptoms: heart failure; abnormal pump parameters. Thrombus event intravenous anticoagulation. Malfunction component: pump; pump body; driveline; inflow cannula; and outflow graft. Device malfunction: yes. Patient outcome: exchange. Device malfunction causative factor: no cause identified.